Event description:
It was reported that there were several out-of-range shock lead impedance values measuring at 0 ohms, 6 ohms and >200 ohms. Technical services suggested this could be due to electromagnetic interference of some kind. The impedance was stable otherwise and no adverse patient effects were reported. At this time the implantable cardiac defibrillator (ICD) remains implanted; however, it was noted to have reached explant status.

Event description:
It was reported that there were several out-of-range shock lead impedance values measuring at 0 ohms, 6 ohms and >200 ohms. Technical services suggested this could be due to electromagnetic interference of some kind. The impedance was stable otherwise and no adverse patient effects were reported. At this time the implantable cardiac defibrillator (ICD) remains implanted; however, it was noted to have reached explant status. The ICD was explanted for normal battery depletion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.